Manufacturer narrative:
(B)(4).

Event description:
An ophthalmologist reported viral endophthalmitis two weeks following an intraocular lens (iol) implant procedure the patient was diagnosed with turbidity of the vitreous humor, and a vitrectomy was performed. The cultivation of the vitreous humor was negative. Once the symptoms were alleviated, a replacement iol was implanted. The patient experienced symptoms of endophthalmitis following the second surgery. Strong inflammation was confirmed in the anterior segment of the eye. A floating figment was detected. A brown hair- like material was observed on the lens. No hypopyon was present. The patient is currently being treated with steroid eye drops, which seems to be keeping the symptom contained. Additional information has been requested. This is one of two medical device reports being filed for the same patient. This report is for the second surgery.

Manufacturer narrative:
(B)(4). The codes were reported in a related report (1119421-2015-05262) pertaining to the patient's first surgery.

Manufacturer narrative:
Additional information provided. The customer indicated the use of an approved cartridge. The handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece model was not provide. It is unknown if it was the qualified model for this cartridge. The manufacturing investigation has not identified a root cause to date.

Manufacturer narrative:
Product evaluation: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Manufacturer narrative:
The product investigation could not identify a root cause. Based on a review of complaints received, a signal for post-operative inflammation was identified for restore iq and restore toric iol's in (B)(6). The mfg investigation pointed to the different in mfg processes for the (B)(6) market and multifocal lenses as a potential differentiator. The mfg investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On (B)(6) 2015, the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery pts who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Symptoms recovered after initial medical treatment.